Event description:
The following description of the event was documented by a carefusion technical support specialist. Biomed is requesting fsd indicating during use in neo mode (no vent settings provided) the unit cycled off/then on without the rocker switch being engaged. The unit was connected to known good ac outlet a continuous audible alarm was present. The rt/nurse removed the patient and placed on another ventilator no harm noted." Additional information provided via email from user facility: "the actual date of the event was (B)(6) 2015. The rn and rt were not touching the vent when suddenly the vent screen went white and then black (like it does when turning off). The vent restarted and immediately shut down again. This happened repeatedly. After the first shut down, the baby was disconnected from the vent and was neopuffed by the rn. Rt set up a different vent. There was no compromise to the baby during the switch to the new vent. Vital signs and sats were stable through the whole ordeal. Weight: (B)(6) kg. Yes, vent (B)(4) was on the baby. It was not documented if the vent alarmed or not. There are no allegations of patient harm. Medical intervention - none, immediate switch over to a new vent. No allegation of user harm. The baby is still in the neonatal intensive care unit. Prior to the event, the vent settings were mode: pc simv + vg, peak isp pres: 30, peep 5, resp rate 50, insp time: 0.35, tidal volume 6, vt ml/kg 5 I do not have any information regarding alarm settings."

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.

Manufacturer narrative:
A carefusion field service technician visited the user facility, evaluated the device and determined that the cause of the reported event was that the device's power supply voltage output was low (out of specification). The carefusion field service technician adjusted the power supply voltage output in to specifications and ran the unit through the operational verification procedure (ovp). Upon completion the device was returned the user facility's control ready to be returned to service.